Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been hospitalized for 15 days. Blood cultures were postive for bacteremia. The patient was presented back to the electrophysiology (ep) laboratory for explant of the device and lead system. The extraction procedure was completed without incident. The patient will be screened for possible implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system prior to hospital discharge.